Manufacturer narrative:
Initial and final MDR 1895464 - MDR 3003442380-2024-07989 - device 5 of 5 e1: patient city: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced five infusion sets fell off during use events between (B)(6)2024 to (B)(6)-2024. The infusion sets for all the events were in use for 24 hours or less than 24 hours. The blood glucose level at the time of all events was 180mg/dl to 240mg/dl and patient resolved it by changing soft cannula infusion set and resumed insulin successfully. No further information available.